Event description:
It was reported that the device was leaking during use. No patient injury reported.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device front cover has a crack, line cord discolored, corroded quick connect, water tank cover cracked on the bottom. The customer stated problem was duplicated. During investigation a cracked water tank cover was found. Replaced water tank cover. The cause of the reported problem was traced to the customer damage of the device. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer reported problem were found during the review of service and repair records., corrected data: e4: correction: customer reported to FDA: no information. D5: correction: operator of the device: unknown.